Manufacturer narrative:
This saw and cable had only one other preventive maintenance service since the original date that it was shipped to te customer. Regular preventive maintenance could have prevented the reported failure. In-house service performed the necessary work and returned the parts to the customer operating at the original specifications.

Event description:
It was reported that the sternal saw was not running properly. The product was changed out and the surgery was completed successfully.